Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock urethral sling on (B)(6) 2009 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, recurrent stress urinary incontinence, dyspareunia, infection, hardening, and mesh erosion. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering and has sustained permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.